Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient will be treated with surgery (essure removal surgery on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Removal scheduled on (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal /essure coil that has migrated to the") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma, adenomyosis, cystourethroscopy, hemorrhagic cyst and abnormal uterine bleeding. Previously administered products included: clindamycin and gentamicin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 4104 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted laparoscopy, surgical, with total hysterectomy cystourethroscopy. Bilateral salping). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery: no. Removal scheduled on (B)(6) 2023. Discrepancy noted: insertion date: as per argus (B)(6) 2012. As per mr: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final pathological diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: proliferative endometrium; adenomyosis; leiomyomata; cervix and fallopian tube with no significant pathologic abnormalities negative for malignancy. Specimen: uterus, cervix, bilateral fallopian tubes. Procedure: robotic assisted hysterectomy, bilateral salpingectomy the nodules make up 15% of the uterus. Sectioning reveals an essure coil that has migrated to the myometrium, 2.0 cm from the right cornu. The first fallopian tube measures 5.0 cm in length and 1.0 in diameter. Sectioning reveals tan-white cut surfaces, a patent lumina with the exception of an essure coil 1.0 cm from the resection margin. The second fallopian tube measures 4.3 cm in length and 1.0 cm in diameter, tan-white cut surfaces and a patent lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received: event - "medical device removal updated to essure micro-insert embedded" reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated, product removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no removal scheduled on (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.